Event description:
Reporter states that a pt was receiving a medication that was started at 10:30 at 10ml/hr. At 10:58, a nursed entered the patient's room and noted the infusion was at approximately 75-100 ml/hr. The infusion was stopped and the pt was given sodium chloride IV and vital signs were taken. The pt was placed on a new pump and the pump in question was returned to the facility. According to the facility representative, no pt injury had been reported related to the device. No add'l info was available.

Manufacturer narrative:
Attempts to contact the customer have been made by baxter, however, no further information is available at this time. If additional info becomes available, a follow-up medwatch will be submitted with the information obtained.